Manufacturer narrative:
(B)(4). Evaluation, results: arterial dissection and occlusion. Small access vessels. Sheath. Conclusion: small access vessels. Sheath.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The access vessels were small. It was reported that at the same night of the implant procedure the patient was reported to have a cold foot and was brought back to have two stents from another manufacturer implanted in the external iliac artery on the contralateral side due to a dissection that was possibly caused by the 16 fr sheath that was used during the implanted procedure. No additional clinical sequelae were reported.